Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin. On (B)(6) 2020, the patient woke up at 2:15 a.m. And was drenched in sweat. The blood glucose result was at 39 mg/dl. The patient's husband treated her with something to eat and drink. At this point, the patient was not able to talk. The blood glucose result was 522 mg/dl at 7:36 a.m. And an occlusion error message displayed on the infusion device. On some days, the infusion device works normally without any error messages, but the blood glucose level is almost at 500 mg/dl to 600 mg/dl for the last few days.